Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the 8mm force bipolar instrument the joint of the instrument tip broke while the surgeon was grasping fat. The procedure was unknown with no reported injury. On 03/17/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: while the surgeon was grasping fat with the force bipolar, the joint of the instrument tip broke. The patient was not harmed.